Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response (atr) episodes due to possible respiratory rate trend (rrt) oversensing. Technical services reviewed the case and stated that the rrt feature was on, but this ICD did not have the newest firmware that adds the signal artifact monitoring (sam) feature and recommended to bring the patient for in-clinic interrogation. Sam should be downloaded to this device. No erratic or high impedance was noticed. Further information was received indicating that the firmware was updated, and the atrs were confirmed to be caused due to rrt oversensing. This ICD remained in service and was eventually explanted and replaced due to a normal battery depletion. The product was returned for analysis. No adverse patient effects were ever reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The baseline functions were tested, and it operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. A compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels.